Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated that the ventilator had failed on the patient by not alarming and as a result the patient expired.